Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a light brown and round particulate matter inside the tubing was observed. The reported condition was verified. The cause of the particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the tubing extrusion process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of the amia cassette. This was identified during setup of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.